Manufacturer narrative:
Stryker was able to verify the reported issue in a review of the electronic patient records. Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted stryker to report that their customer's device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The device was evaluated by the third-party service agent. The reported issue was not able to be verified and was not duplicated.. The service agent observed that one of the batteries being used during the reported event was old so recommended replacement to the customer. The device passed all functional and performance testing and was returned to the customer. Stryker reviewed the available device and patient electronic records and confirmed the device unexpectedly lost power 9 times during the reported event. The device electronic records indicate that the batteries being used on the date of the reported complaint were manufactured on 5/21/2018 and 1/12/2012. These batteries are approximately 3.5 years and 10 years old respectively. Per the operating instructions for the lifepak 15 device, stryker recommends that batteries be replaced approximately every two years. The customer should be advised to replace both old batteries. Root cause is unable to be determined as the device was not returned to stryker.

Event description:
The third-party service agent contacted stryker to report that their customer's device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The third-party service agent contacted stryker to report that their customer's device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker was able to verify the reported issue in a review of the electronic patient records. Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.